Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's mother alleged a malfunction of the pump. Mother stated the patient experienced elevated blood glucose levels two days ago up to 320-330 mg/dl. Mother reported there was no alarm or error on the display. Mother stated they changed all of the accessories and the batteries. Mother reported patient traveled for vacation and went through two metal detectors. Mother stated after the second time the patient began to have issues with the pump. Mother alleges the pump doesn't deliver insulin. No adverse event reported. Requested return of the alleged pump for evaluation.